Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 230 mg/dl. The customer's father stated that there was an emergency room visit for high blood glucose. The customer went into diabetic ketoacidosis. The customer had symptoms such as vomiting. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was assisted in the displacement and manual prime test. The customer stated that the motor error did not recur. The customer was advised to monitor the pump. The customer will be sent a replacement pump.